Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose level. Customer stated that after changing her infusion set and reservoir, she began having a high blood glucose level of 287 mg/dl. Customer changed out her infusion set 3 times and continued to have high blood glucose levels. Customer had a high blood glucose level of 449 mg/dl on (B)(6) 2016. Customer stated that she continued to have high blood glucose levels even when treating with a syringe. Customer was taken to the emergency room and hospitalized for a high blood glucose level of 287 mg/dl on (B)(6) 2016. Customer's current blood glucose is 227 mg/dl. Customer reported having abdominal pain, nausea, vomiting, and chest pain. Customer treated with a syringe. Customer had high blood pressure and was wearing the pump at the time of the incident. Customer also reported a bent infusion set cannula. Customer was advised to do a complete set change.